Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled 700. The customer allegation was that hled satellite presented intermittent shutdown of some of the lighting modules. During service review it was stated that there was no physical damage evident in the lighting modules or the aim sensors, however residual moisture due to condensation inside the lamp was found. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. It was reported the presence of residue coming from cleaning product inside the under face of the cupola. The root cause is a misuse during cleaning of the medical device (excessive cleaning leading to water ingress). It is possible that a deterioration of the underside may occur over time (e.g.: whitish spot, small streak, hazy aspect¿). The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
E1 (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 7th june, 2024 getinge became aware of an issue with one of surgical lights - hled 700. The customer allegation was that hled satellite presented intermittent shutdown of some of the lighting modules. During service review it was stated that there was no physical damage evident in the lighting modules or the aim sensors, however residual moisture due to condensation inside the lamp was found. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.